Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a defective transmitter. Additionally, the receiver (part number stk-gl-pnk/serial number (B)(4)/lot number 5195783) being used with the transmitter was returned for evaluation. The device was visually inspected and the liquid crystal display (lcd) is cracked. Functional testing was performed and no failures were detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available. The device has been received for evaluation. Additionally the receiver (B)(4) that was used with the device was also received for evaluation on (B)(6) 2015. A follow-up report will be submitted once the evaluation is complete.